Manufacturer narrative:
This product is not distributed within the us; however, since the lens is similar to the rayner 570c iol, available in the USA, this event is being reported. The damage to the trailing haptic led to the initial lens being explanted, leading to suturing to seal the wound. Review of batch history records indicates routine manufacturing and sterilization of all lenses in the batch. (B)(4).

Event description:
The lens stuck to the inner packaging just under the external peel. It was not easy to remove the lens. The scrub nurse managed to free the lens. The trailing haptic was damaged following insertion of the lens into the eye. No unusual resistance of the plunger was noticed by the experienced scrub nurse or doctor. The lens was explanted by the surgeon. A back-up lens was implanted. The pt is seeing well post-operatively despite having sutures inserted to seal the wound.